Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infused. The nurse (rn) in the intensive care unit hung a 100 ml bottle of albumin. The rn stated they had the vent open on 2c8541, inverted and tapped backcheck valve and y-sites. The rn had the bottle at least 24 inches above pump. The solution was at room temperature and the blue slide clamp was open. The rn could not remember how much was remaining when they stated the 100 ml had went in but said was between 20-35 ml. There was patient involvement but no patient harm or medical intervention needed. No additional information is available.